Event description:
Doctor was attempting to snare off a large polyp. Once snare was closed tightly and polyp removed, snare wire snapped and bent back in snare handle. Faulty snare was removed from scope and another snare was used.